Manufacturer narrative:
Originally reported as the customer reports the dual lumen umbilical vessel catheter malfunctioned while attached to a patient in the icn and should be the customer reports the umbilical vessel catheter malfunctioned while attached to a patient in the icn. Brand name was originally reported as 3.5fr dual-lumen uvc cath and should be 3.5fr urethane umb cath. Model# originally reported as 8888160531 and should be 8888160333, catalog# originally reported as 8888160531 and should be 8888160333, lot# originally reported as 1609500029 and should have been left blank as the lot number is unknown.

Event description:
The customer reports the umbilical vessel catheter malfunctioned while attached to a patient in the icn. The customer further reports that the catheter leaked around the 10cm-12cm of the catheter when solution was connected. The customer further reports that chloraprep was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured by suture. The uvc was inserted (B)(6) in the umbilical site. The uvc was in continuous use. A 5ml syringe 1/2 inch needle, was used to flush the line with ns chep. The uvc was removed (B)(6) and was not replaced. The status of the patient is stable.

Manufacturer narrative:
Submit date: 09/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/29/2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the dual lumen umbilical vessel catheter malfunctioned while attached to a patient in the icn. The item leaked when ordered solution was connected to the catheter.